Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited j-tube with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in the device, the material adhered to the auxiliary water channel could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope cover. The event can be detected and prevented by following the instructions for use: *gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. *gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.